Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient died on (B)(6) 2024, in relation to post-surgical ventricular fibrillation. The patient did not experience any symptoms of arrhythmia and did not have a history of arrhythmia pre-lvad. The patient was intubated and sedated. For treatment, intravenous (IV) inotropic support, cardioversion, and cardiopulmonary resuscitation (CPR) was performed. It was unknown whether or not if the arrhythmia in this event was thought to be device or therapy related.

Manufacturer narrative:
Section d6a: date of implant corrected. Section h6: health effect - impact code corrected. Manufacturer¿s investigation conclusion: a direct correlation between the device and the reported event could not be conclusively established through this evaluation. An autopsy was not performed, and the device was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists cardiac arrhythmia and death as potential adverse events which may be associated with the use of heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was stated that the outcome was not device or therapy related. The device operated as expected and would not be returned.